Manufacturer narrative:
Additional, changed, and/or corrected data: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported an unspecified side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, d1, d2, d4, d6a, g1, g4, h4.

Event description:
Healthcare professional reported an unspecified side capsular contracture baker grade iii. The device remains implanted.